Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage issue on (B)(6) 2026, as infusion set tubing was leaking at the site and had been in use for two hours, which led to the patient experiencing elevated blood glucose levels that was managed with a correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. No further information available.